Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer barcode was not recognized. A technical support specialist re-configured the printer with the station as part of the med label module (mlm) setup. The tss dialed into the station, verified the correct printer is installed (zdesigner zd410-203dp zpl), setting the orientation to landscapeenabling cutter, thermal direct, and continuous tracking, disabling dithering, ensuring printing defaults match printer preferences, testing with a printout to confirm a cut square label is produced. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the barcode was not scanning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.